Manufacturer narrative:
The sample was received in from the patient without the original package. During the evaluation of the sample the alleged failure stated in the complaint was confirmed; a cut in the film of the cassette was found. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found.

Event description:
The set was made available for evaluation.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's nurse called with air detected in cassette alarm during fill 3. While in the process of canceling the treatment when she removed the cassette she notice there was fluid leaking. A follow up call was made to the nurse. There was no patient injury. No antibiotics were provided. The machine was broken down. A new machine was used with new supplies for the patient to complete treatment. The set was discarded. No patient information was made available.